Event description:
It was reported that the left ventricular (lv) lead exhibited oversensing and slightly elevated but stable thresholds. The pulse width of the lv lead was reprogrammed. The lv lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead had increased and elevated thresholds. The lv lead¿s vector was reprogrammed to a different vector. The lv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.